Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the receiver continued to display out of range signals, even after patient reset it. Dexcom has issued an rga for patient to return the device to be investigated.